Event description:
Patient (pt) is needing MRI of the brain. Hcp reports the programmer and recharger will not connect to the ins, and pt has not used the scs "in forever". Hcp states they tried connecting with the external equipment in different positions but it couldn't connect. Hcp noted that the pt had stated the "battery flipped on them" so they "flipped it back". Hcp noted pt was scheduled to have the scs replaced tomorrow but now is hospitalized for another reason. Event date provided: "pretty much since it was implanted", pt stated it "worked for maybe 3 months". No symptoms were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.